Event description:
Analysis of the returned device found the microdelivery catheter shaft had separated.

Manufacturer narrative:
A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Device evaluation found the microdelivery catheter was stretched on its proximal shaft under the strain relief. The microdelivery catheter proximal outer shaft separated, the inner braided tubings remained intact. The microdelivery catheter was compressed on its distal shaft. The microdelivery catheter distal lumen was examined and it was conforming to its visual specifications. The stabilizer was bent on its proximal shaft. The stabilizer distal end was protruding through the microdelivery catheter distal end. The stabilizer was jammed in the microdelivery catheter. Based on the limited information available, a root cause cannot be determined.